Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was transplanted after his second implanted lvad showed signs of dysfunction. The pt's lactate dehydrogenase (ldh) and peaked at 10280 and the pt was upgraded to status 1a on the transplant list.